Event description:
Vyaire bellavista flow sensor (B)(4) has split apart at the seam in the middle for at least 5 patients since we've started using this product resulting in a leak in the ventilator circuit. All of these have occurred while there was no tension on the circuit. FDA safety report ID # (B)(4).